Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive sheath was selected for use. The sheath was removed from the packaging and flushed with no issues. The physician then went transseptal with a faradrive connect and removed the faradrive connect. The physician then connected the flush line to the flush port and inserted a non-boston scientific (bsc) mapping catheter to create the heart anatomy. Once the mapping was completed, the non-bsc mapping catheter was removed and a farawave catheter was inserted into the faradrive sheath. As the physician began to aspirate the sheath, the physician noticed many air bubbles. The physician continued to aspirate more after seeing the initial air bubbles, and more air bubbles followed. The physician noted that the sheath valve was damaged and compromised due to minimal wear and tear which likely caused the air bubbles and that the physician may have been aspirating too fast. The physician did not want to replace the sheath due to the fact they were transseptal and the farawave catheter was already inserted. The physician slowed down aspiration and saw no air bubbles and then increased the speed of the fast flush on the flush line of the sheath. The physician was satisfied with the first course of action and continued with the procedure when it was confirmed no air bubbles lived in the sheath and were free and fast flowing through the sheath. The procedure was completed successfully with the original sheath. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.